Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history review could not be conducted. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint did not identify a reported lot and no sample was returned for evaluation so it could not be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically.

Manufacturer narrative:
The previously reported type of reportable event did not apply and has been corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Event description:
A nurse reported that trocars were leaking during vitreo retinal surgeries. The leakage caused softening of the eye and there were difficulties performing surgery. The procedure was completed using plugs and then suturing at the end. Additional information has been requested and received. This is one of three reports being filed for this facility. This report refers to the event that happened on (B)(6) 2015.